Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 4 fr s/l groshong nxt clearvue catheter and one assembly two-piece groshong connector was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned catheter. The catheter was detached at the 39 cm depth marking from the assembled two-piece groshong connector. A tactile evaluation of the proximal end of the catheter revealed significant tensile weakness throughout the catheter. A microscopic observation revealed a granular fracture surface of the distal catheter segment break site. Nothing remarkable was observed along the two-piece connector. The two-piece connector was subsequently disassembled. Upon disassembly of the two-piece connector, a small segment of the groshong catheter was observed attached to the metal cannula of the proximal connector piece. The fracture surface of the proximal catheter fragment appeared granular. The characteristics of the returned catheter are indicative of a failure due to tensile, or pulling forces applied to the catheter. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the device was inserted on may 10, and catheter disconnection was confirmed on may 18. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that the device was inserted on may 10, and catheter disconnection was confirmed on may 18. There was no reported patient injury. No other information was provided.